Event description:
The customer reported that the device would automatically reset itself when turned on. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would reset and cycle power by itself. Physio replaced the system pcb assembly and the user interface pcb assembly and the flex ribbon cable that connects it to the usb stack assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assemblies and determined that root cause for the device reset was an electrical open in the flex ribbon cable, designator.